Manufacturer narrative:
H6: investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked from the port during use. The following information was provided by the initial reporter: "venflon leaked from port during use."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon" pro safety peripheral safety IV catheter leaked from the port during use. The following information was provided by the initial reporter: "venflon leaked from port during use."